Manufacturer narrative:
Philips service repaired/replaced the host pc monoplane revised_ii no hdd and power supply and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot; host pc and power supply repaired/replaced on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.